Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated for the past couple weeks the patient¿s ins wouldn¿t charge at all. The caller reported that the recharger showed the ins had a charge, but when checking the ins with the programmer it showed ¿0 charge.¿ the caller stated that 2 days ago the patient was starting to shake bad and showing symptoms. The caller didn¿t have equipment to confirm any visible damage, but due to nature of patient¿s symptoms they were replacing the patient¿s connector pin and recharger antenna. Additional information was received: it was reported that the patient's daughter said the patient's dbs wasn't working so they received a dtc and recharger antenna, but they thought the ins was off because the patient's symptoms were persisting. The caller stated the patient tried to check if their ins was off using the programmer but it wouldn't power on. The caller stated the programmer batteries were replaced with 2 brand new regular alkaline batteries, but the programmer still wouldn't power on. The caller stated the patient's symptoms had persisted since they last called noting that the patient was a "basket case" and had been sobbing for 5 days now. The caller added that the patient was having major tremors, noting that the patient had to have hand weight on to keep their hands down.